Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the users were not able to stop bleeding at the resection site of a very large polyp using the subject device. The users reportedly tried using a second probe, increased the current settings on the electrosurgical device, and then switched electrosurgical generators. A third probe of the same type was said to have been used with the second generator, however, the users were again reportedly unable to stop the bleeding at the site. The pt was subsequently injected with 11cc of epinephrine and the bleeding was said to have been controlled, however; the user facility elected to transport the pt to a hospital for observation. The pt was reportedly doing fine following the event.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the pt had a "huge" polyp but was not a heavy bleeder. The probe device said to have been used in conjunction with an unspecified olympus colonoscope. The users reported having tested the probe and electrosurgical device prior to the procedure, and heard the device make a sizzling sound when activated in water. Both of the probes used in this procedure were reported to have been discarded by the user facility, and the lot number was not available, however, the user facility indicated that they would be returning the unused devices. If these devices are received, they will be evaluated, and this report will be supplemented. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of (B)(6) 2005 to (B)(6) 2015. Based upon this review, we are submitting this supplemental report to account for the additional devices as referenced in the original report. This supplemental report is also being submitted to update sections. Please cross reference MFR. Report numbers: 2951238-2016-00219 and 2951238-2016-00220.

Manufacturer narrative:
This report is being submitted to retract the initial 30-day report that was submitted on august 12, 2011 as it was submitted with an incorrect manufacturer address. Please reference MFR# 2183680-2011-00036 with the correct manufacturer address.